Event description:
Allegedly, patient is having metal on metal complications. Elevated metal in system. Additional information received 04/10/2017. Previously she was a right hip conserve "revision (dates not confirmed)" claim with an implant date of (B)(6) 2009 and an unknown date. She has been updated to a right hip conserve revision claim. Her implant date is (B)(6) 2009 and her revision date is (B)(6) 2017.